Event description:
Device malfunction: device #1 cuff miss. Time of device malfunction: during vessel closure. Symptoms/ae: failure to achieve hemostasis. It was reported that a physician trained in the use of the perclose proglide device attempted arteriotomy closure after a coronary interventional procedure. Reportedly, when the physician pulled the needle plunger out, no suture was present. The device was removed and a second proglide device was attempted with the same results. Hemostasis was achieved with manual compression. There were no reported adverse patient effects. Though requested, no additional information was available.

Manufacturer narrative:
The device was received. Investigation was not complete. The perclose proglide #2, part #12673-05, lot # 59017-6h, is being filed under a separate medwatch MFR number.